Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure (date is unknown). According to the complainant, on (B)(6) 2012, it was noticed that the peg tube was no longer intact and had holes. It was reported that the patient was awaiting replacement of the device.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event of holes in peg tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.